Event description:
Confirmed revision of pinnacle/corail implants. Reason not provided, revision date confirmed.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. Reason for revision has not been provided. A search of the complaints databases against the provided product/lot code combinations found no other reports. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been identified. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. Additional narrative: corrected: (lot number). Information received from (B)(6). Confirmed revision of pinnacle/corail implants. Reason not provided, revision date confirmed. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.